Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of no tissue growth within the surecuff will be confirmed, but the cause is unknown. One 2.7fr broviac s/l catheter was returned for investigation. A repair had been made to the catheter tubing 8.5cm proximal to the cuff. The 2.7fr tubing had been cut 1.6cm distal to the cuff and was most likely done after the catheter was removed. The distal catheter segment, which was 9.7cm in length, was received with a 4.1cm segment of residual material that appears to be remnants of a fibrin sheath. The fibrin sheath was located at the distal end of the distal catheter segment. The section of tubing proximal to the fibrin sheath exhibited elastic weakness, which indicates that the tubing had been stretched. Elastic weakness was also detected in the sections of tubing between the repair joint and the cuff and between the repair joint and the clamping oversleeve. A microscopic examination of the surecuff revealed nothing remarkable. Residue was visible within the cuff fibers, but when compared to an unused sample, no damage was noted with the cuff. The amount and rate of tissue growth into the cuff can be affected by the patient¿s physiology and the location of the cuff within the patient. The product IFU provides techniques for catheter securement and states, ¿secure catheter at exit site with a sterile dressing. The external segment of the catheter should be coiled and taped. Avoid tension on the catheter segment to prevent dislodging the catheter.¿

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned.

Event description:
On (B)(6) 2015 allegedly cuff did not grow into tissue reportedly, on (B)(6) 2015, the catheter was placed in a male patient with small bowel obstruction via the right external jugular vein. Supposedly, the patient was vulnerable to infection, which, reportedly, did not allow the sure-cuff to help tissue growth around it, allegedly, resulting in loosening of the catheter securement. Therefore the catheter was determined to be removed.